Event description:
It was reported by the customer that a pyxis ciisafe es system had a refrigerator door failure. The customer reported that the issue persisted even after rebooting the station and the user was able to remove the medication from another station. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that the customer resolved the issue. The device functioned as intended after the customer resolved the issue.